Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via femoral artery in a 31-year-old patient with cardiomyapathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage d and they were concurrently on ECMO. While on support the device functioned within the expected range at p-8 2.8l/min with unknown purge solution concentration. Until a documented impella cp stop occurred after the device had exceeded its recommended duration of support. It was noted that the motor current had been gradually increasing. An attempt to restart the device was successful at p-3. A new impella cp device was immediately replaced from the contralateral femoral artery with a known pseudoaneurysm. There were no documented clinical adverse events associated with the impella exchange.